Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall v40 - recall - 2249697-08/29/2016-007r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported that patient's left hip was revised due to elevated metal ion levels (rep was not made aware of any patient complaints or which metal ions were elevated). No wear or disassociation was reported, though the presence of "some" black tissue in the capsule was noted. The head and liner were revised with a new poly liner and a c-taper ceramic head with sleeve. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.